Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the patient was not sure but stimulation had been felt more than 10 months or so and stimulator had been off about a year and half. Patient stated they went to their neurosurgeon and was recommended a new battery implanted in their butt. Patient scheduled for surgery on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had not used the therapy and hadn¿t charged the ins in well over 10 months and stated that about ¿3-4 months ago¿ she started having stimulation sensation on her legs and feet. The patient felt like her legs and feet were being highly stimulated. The patient thought she maybe was having issues with a kidney stone because the doctor had taken her off medications for kidney stones. The patient tried to connect to the ins today to charge the ins but was getting adjust antenna screen. The patient also reported that she had pain at the ins implant site. The patient reported that it wasn¿t swollen or hot to the touch and wasn¿t red. The patient reported that mostly when she was laying down, she felt like there was a deep ache that comes and goes. The patient reported that mostly when she was laying down, she felt the deep ache at the ins implant site and felt like her legs and feet were being highly stimulated. The patient had no falls or traumas. No further complications were reported.